Manufacturer narrative:
Based on review of historical, stored latitude data from episode electrograms involving this model a219 device, the following clinical observations were identified: oversensing, inappropriate shock delivery, and therapy induced arrhythmia. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific¿s research and development department conducted an evaluation of the performance of the smart pass algorithm, an approved feature available within emblem model a209 and a219 subcutaneous implantable cardioverter defibrillator (s-ICD) devices. This feature has been shown to reduce the occurrence of inappropriate shocks. Boston scientific is reviewing real world evidence to further quantify its effectiveness. To conduct this analysis, episode electrograms stored in the latitude patient monitoring database for a subset population of model a209 and model a219 devices were reviewed and adjudicated. As part of this adjudication review process, identified observations indicating a malfunction or product deficiency were submitted to boston scientific¿s complaint management center. This event was reviewed during the episode adjudication process. Due to the time lapse of these events and no reported field observations at the time of the occurrence, additional information was not sought. The data is being used for design improvement and is being reported on the basis of potential risk, as it is likely that, without a prior complaint to boston scientific, no patient harm occurred.